Event description:
1 reported false positive sars result for 1 patient. The customer communicated the result was confirmed by retesting on sofia the same day and getting a negative result. The customer also communicated 2 additional patient events which are captured in separate reports. The customer communicated that 900 tests were run total on mostly asymptomatic patients (off-label at the time).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.